Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A visual inspection noted a separation between the y connector and the tubing. Further examination showed minimal traces of solvent on the tube. The reported condition was verified. The cause of the condition is related to manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime in october or november. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection point of a continu-flo solution set was detached from the device. This was observed during the parenteral nutrition adjustment process prior to patient use. There was no patient involvement. No additional information is available.